Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her display will light up, she will press esc and the time flashes and goes away. The screen then disappears when she tries to enter the bolus so she has to manually count up to know how much she is taking. The customer also said that there are pieces of her battery compartment that are breaking off. Her blood glucose is 120 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit received with missing segment/partial display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, stained address/serial number label and stained end cap sticker.